Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the air pen drive device components were blocked and damaged. During service and evaluation, it was noted that the device motor had seized, jammed, and was heavy moving. It was also noted that the device failed pre-repair diagnostic tests for status of development, general condition, internal leak tightness, external leak tightness, assessment of the valve-control in "lock" position, and assessment of the valve-control in "hand" position with the hand switch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
In addition to the initial evaluation and assignable root cause related to the reported condition, reliability engineering also noted that the handpiece with the motor was jamming. If additional information should become available, a supplemental medwatch report will be submitted accordingly.